Manufacturer narrative:
(B)(4). The lot was manufactured from january 27, 2016 to january 28, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection showed droplets of liquid located on the inner wall of the infusor which is indication of condensation. No clear evidence of a leak could be found. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked internally while connected to the patient. The device was filled with physiological solution and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.